Event description:
A customer reported that the system did not alarm, and a patient death occurred. The patient reportedly arrived and was admitted to the ciu at 8:40 pm. The hospital stated that at approximately 2:37 am, the war room technician notified the patient's nurse that there was a "telemetry off" alarm at the cic (central station) for the patient. At this time, the nurse went into the room and noted that the patient was sweating profusely and having difficulty breathing. The nurse reportedly wiped down the patient and readjusted the electrodes. It was reported that the war room made no further contact with the patient's nurse until approximately 4:05 am. At this time, the war room reported the cic had not displayed a rhythm for this patient since their initial call at 2:37 am. Upon arrival in the patient's room, the nurse reportedly found the patient dead on the floor. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.